Manufacturer narrative:
The investigation into the optical signal issue has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The failure mode was not reproduced while running an optical pump simulator. There was no issue with the console hardware. The root cause of the optical data loss was due to a software issue. D9.

Event description:
The user facility reported a 70-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the display of the automated impella controller (aic) was not operational. The console was replaced to resolve the issue. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.